Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from the clinical study in another country indicated that a patient experienced ventricular fibrillation during a percutaneous coronary intervention to implant two cypher stents. According to the report, the patient went into ventricular fibrillation during implantation of the second stent. The ventricular fibrillation was treated with electrical defibrillation with posterior sinus rhythm. The event was resolved without sequels.